Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 and 450 mg/dl with polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that there were no mechanical issues found and that the mother was changing the site every 4 days with no full cannula step. It was noted that the dosages recommended by the bolus calculator feature were being overridden. It was noted that the basal delivery totals in the total daily dose did not match and the prime menu was accessed. The basal history matched the active basal program and all boluses were recorded as programmed. The patient was referred to the health care provider for diabetes management. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged user error.